Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results were not shared. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - the water quality of the rinse water was not controlled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that while it was unknown if precleaning was performed immediately after the procedure, it was usually performed within 20 minutes. The device passed a leak test. During manual cleaning, the instrument/suction channel, suction cylinder, and instrument channel port were brushed. The detergent used was cantel isaclean. The automated endoscope reprocessor (aer) used was cantel medivator with intercept detergent and rapicide a and b disinfectant. The concentration and expiration date of the disinfectant were controlled. All channels were connected with tubes when setting up into the aer. The water quality was not controlled and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by and stored in a cantel drying cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels and distal end of the scope were cultured and did not detect contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the adhesive on the bending section cover had wear and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.